Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient¿s implantable neurostimulator (ins) was implanted on (B)(6) 2010. After the surgery it was not a problem at all to have the patient¿s device checked, but since the patient moved, they could not find a health care provider (hcp) who was able to check their ins. The patient saw a hcp who was a specialist in the field, but even they were not able to check the device. The patient wanted their implant verified as soon as possible, was it didn¿t appear to be working in the right way.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient had not found a managing hcp for their implant. The patient saw a hcp, but they couldn't check their implant and remote. The patient wanted to discuss the symptoms they experienced related to the implant not working right with a hcp. The patient's reason for implant was retention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.